Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) was found to have failed the pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon service evaluation, the monitor failed the pulse test. The cause of the failed pulse test is likely a fractured solder connections at the high voltage capacitors (c19, c20, c21, c22. The cause of the fractured connections is likely mechanical shock from physical impact. No adverse event resulted from the defective component. The pt received a replacement monitor.